Manufacturer narrative:
(B)(4).

Event description:
The customer complained that their qc results were running very low on their cobas e 411 immunoassay analyzer. The customer changed the pinch tubing on (B)(6) 2018. The customer had the measuring cell (mc) changed on (B)(6) 2018 due to similar issues and said the cobas e411 had been running normally following the service visit. The customer said she is not getting any alarms on the analyzer. Qc is now running low again. The customer performed a mc preparation but the qc was still running low. A field engineering specialist visited the sit on (B)(6) 2018 and found the mc had failed. He replaced the measuring cell and adjusted both the photo multiplier tube and the initial blank cell calibration. He performed operational and mechanical checks which all passed. The customer ran calibration and controls with acceptable results. Following the service visit the customer repeated 7 patients samples, of which 2 patient results were a reportable malfunction. One patient had a reportable malfunction for elecsys hcg test system (hcg stat) and one patient had a reportable malfunction for elecsys tsh assay (tsh). Patient #1 had an initial hcg stat result of 6964 miu/ml with a repeat diluted result of 50187 miu/ml. The dilution factor was not provided, but the dilution was performed by the analyzer. Patient #2 had an initial tsh result of 0.69 uiu/ml with a repeat result of 2.7 miu/ml. Patient #2 is a (B)(6) year old female with a date of birth that was requested but not provided. The initial results were generated on (B)(6) 2018 and were released outside of the laboratory. The repeat results were generated on (B)(6) 2018 and were deemed to be correct. Corrected reports were issued. There was no adverse event. Neither patient was treated based on the erroneous results. The tsh reagent lot was 26047101 with an expiration date of 31-mar-2018. The hcg stat reagent lot was 24867500 with an expiration date of 30-sep-2018. The cobas e411 is performing within specification.

Manufacturer narrative:
The field engineering specialist confirmed that the previous installed measuring cell was installed (B)(4) 2015 and therefore was over 2 years old. He stated the last preventive maintenance was done on (B)(4) 2017. The field engineering specialist stated there was low humidity in the laboratory. He stated that this was causing the liquid level detection to not function properly causing incorrect sampling. He replaced the liquid level detection printed circuit board and the sample probe. The humidity in the laboratory is now between 30-50%. The customer was using rack adapters. The customer has had no further issues.

Manufacturer narrative:
The customer stated that there had been no qc issues. On the day of event, the customer stated that maintenance was performed and believes something may have happened at that time. The customer replaces the pinch tubing monthly and replaced it on (B)(6) 2017 and on the day of event, (B)(6) 2018. The low humidity in the laboratory and a problem with the liquid level detection (lld) circuit caused sampling problems.